Event description:
Additional information reported that patient had been scheduled for a revision surgery, and possible ipg replacement on 2013 (B)(6). Additional information reported that device pocket was moved and a new ipg was implanted. It was noted that the old device may be returned, but needed to be cleared by institution first. It was reported that there had been no active signs of an infection. Tissue samples had been submitted. Site had been irrigated with copious amounts of fluid, and flushed with betadine. It was reported that the device would be activated in 4-6 weeks in order to give the new pocket time to heal without any type of heat application potentially generated by recharging. It was reported that while patient was in recovery, they were awake with no complaints.

Event description:
Follow up information reported that the patient was given several groups on their implantable neurostimulator (ins) which provided great coverage and relief. The high impedances resolved with the implantation of the new ins. It was also noted that no cultures were taken. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that a patient had a "recurring infection" at the pocket site. The patient "already had it cleaned out once". It was reported that when the patient does not use stimulation, the infection seemed to clear up. When the patient uses the stimulation, the infection would come back. The patient had an appointment for (B)(6) 2013 to evaluate the stimulator. It was noted that the stimulation covered that patient's painful areas and gave him "good pain relief". Additional information received reported that the patient was seen on (B)(6) 2013 by a company representative and health care provider (hcp). The impedances were checked and contact #8 had impedances of greater than 8,000 ohms. The patient was not using this contact. No therapy impedance tests were done. The patient had good pain coverage. It was stated that when the patient uses stimulation it "exacerbates oozing at the pocket site". The stimulation was turned off and was going to be left off for one week. Additional information received reported that a culture of infection was taken and it showed that the patient had a "staph" infection. The infection site was at the pocket site on the patient's right hip. It was stated that "around 2.5 months ago" the site was opened and cleaned. It was noted that the patient was on antibiotics. It was reported that the patient was instructed by their hcp to leave stimulation off for 1 week and return for a follow up appointment for further evaluation. Additional information received reported that as of (B)(6) 2013 the patient still had signs and symptoms of infection. The patient was going to continue with oral antibiotics. No further details were noted.

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was further reported that the infection was totally cleared. The device was checked and a few small programming changes were made to obtain better relief of lower back pain.